Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms(B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good condition. The device passed the safety/electrical testing. The root cause of the reported issue was found to be the liquid-crystal device (lcd) was missing pixels. Actions were taken to mitigate the reported issue: are unknown.

Event description:
It was reported that the device had a bad liquid-crystal device (lcd). No patient injury was reported.